Manufacturer narrative:
The investigation into the access site bleeding and the limb ischemia has been completed since the original report was filed. No benchtop analysis was possible to determine the root cause. Since the medical center did not return the impella device, the root cause of the access site bleeding and the limb ischemia was not determined.

Event description:
The user facility reported a 61 year-old male in ventricular fibrillation was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding into their pericardium and around their access site during impella support. Once taken to the or for analysis, it was further identified that the patient had poor distal flow. The pump was subsequently removed as a result of the noted conditions.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿